Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an increase of high capture threshold was observed on the right atrial lead. Several episodes of pacemaker mediated tachycardia showed loss of capture on the right atrial lead. The patient had pneumothorax which was discovered via x-ray and shortness of breath. The physician did not allege the lead caused pneumothorax. The programming change was made. The patient was stable.